Event description:
The customer complained that during removal of the protection sleeve, the "luhr formulation" (thermocouple) broke. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for the pt.